Event description:
An optometrist reported a pt with trace diffuse lamellar keratitis (dlk) and decreased vision at lasik post-operative visit. Add'l info indicated the pt's topical steroid dosage was increased. Add'l info has been requested. This report references the right eye. An add'l report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).